Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after the fourth firing of the device with gold reload and seamguard buttressing material, the device sounded strange when the knife returned to the home position. The device was opened and surgeon reported some staples formed and some did not form the b shape. No bleeding was reported. When this cartridge was removed from the device, it was noted that the cartridge was cracked longitudinally. The surgeon used a green reload and seamguard buttressing material to refire in same location as fourth firing. This new staple line was fine. The case was completed with same device and green reloads. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: based on the photo evidence of the subject ecr60d cartridge, unformed staples can be confirmed, however, the photo does not provide evidence relative to what may have caused the issue. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side outer row fully fired, left two inner rows partially fired 1/2, right side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition the cartridge pan was dislodged. Furthermore 6 drivers were missing. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.